Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the screwdriver tip was very worn which may result in unsecured width plates. The screwdriver was replaced and resolved the reported issue. Additionally the repair site found that performance was poor and replaced the motor, swivel, bearings, gasket, vespel, spring seal, washer, and needle bearing. The unit was tested to verify proper operation and returned. It was noted that the device has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that when the dermatome was in use, the width plate moved, resulting in the blade to be come loose. Another blade was opened and attached. The event took place during surgery, and an additional graft was required to be taken from the patient. No additional patient consequences were reported.